Event description:
No issue. I'm vaccinated and had a mild case of covid. The I took one of these tests the day my symptoms started was negative. I felt sicker the next day and retested, and the next one was positive, and got a drive thru diagnostic test which also confirmed positive.